Event description:
This pt received multiple inappropriate shocks for noise. Thresholds were stable and noise could not be reproduced with manipulation or isometrics. An insulation breach is suspected. All available info suggests that this lead remains actively implanted. Should additional info become available, this event will be updated.